Manufacturer narrative:
Additional information was received that this compliant is no longer reportable due to the faulty parts are mainly at disposables and any damage of these parts (patient circuit, exhalation valve, fio2 sensor and inspiratory safety guard) do not cause insufficient o2.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.